Event description:
A distributor reported black spots found inside of packet.

Manufacturer narrative:
Based on the available, this event is deemed a reportable malfunction. No add'l event/pt details have been provided to date. A return sample for eval is not expected. Should add'l info become available a f/u report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.